Event description:
Precision testing: meter 18 mg/dl, lab 96 mg/dl within 1 minute, with a 78mg/dl point difference. No allegation of harm, the meter was taken out of service. The reporter felt the issue was due to user error.